Event description:
After nearly 13 years of successful cochlear implant use, this pt began to experience significant fluctuations in in their electrical hearing threshold. Those ongoing fluctuations have reduced the amount of benefit that pt receives from the prosthesis despite the multiple attempts to reprogram the device. As device integrity test results were consistent with normal function and because they continue to receive some therapeutic benefit from the device, pt plans to be implanted in their contralateral ear. The cause of this pt's fluctuating hearing levels is unk, but is thought to be physiological in nature.